Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to unload, and the jaws of the reload did not open at all, not involving tissue. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to laparoscopic gastric sleeve, the jaws would not open once the device was loaded and closed. There was a problem unloading the device. The user had to pry (tear) it open from the handle. Another reload was used with the same handle to resolve the issue in order to complete the case. There was no patient involvement.